Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the deck is broken at the weld that connects the knee section to the foot section.